Event description:
A vns treating physician reported to (B)(6) that he had a pt presenting in clinic on (B)(6) 2011 with high lead impedance. The pt did not fall, manipulate their device, nor had an injury that could have attributed to the high impedance prior to it being attained. X-rays were taken and sent to the MFR for review. The generator was programmed off. The pt's ap and lateral chest x-rays were received for review. No obvious lead discontinuities were observed in the x-ray image that could be contributing to the pt's high impedance reported. Based on the view available, the full insertion of the lead pin could not be assessed; therefore, unable to rule out as a cause of the pt's high impedance. At this time the vns pt has decided not to have revision surgery. The pt is having psychological problems not related to their vns; therefore, the reason for refusal of the revision surgery is unclear. If surgery is planned in the future further follow up will be made.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.